Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). Litigation alleges pain, discomfort, and elevated cobalt and chromium levels. Update rec'd 6/3/2014-pfs and medical records received. Part/lot information received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Doi: (B)(6) 2007; dor: (B)(6) 2013 (left hip). Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Added stem due to the alleged metal ions. (K001991/lph).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.